Manufacturer narrative:
The device was received and evaluated. Corrosion was observed on the pcb, batteries, and internal components. Due to the corrosion, the device was unable to be downloaded. It can not be determined if an alarm was generated, or what caused the alarm. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The cause of the corrosion could not be conclusively determined. It can not be determined if the corrosion affected insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl). Symptoms reported include dehydration and high blood glucose levels. The patient was treated with insulin and fluids. The pod reportedly alarmed while the patient was admitted in the hospital. The patient was released the following day.